Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test. Device received with cracked keypad overlay, pillowing keypad overlay and minor scratches on case. No damage on reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the piece of plastic was came off. The customer stated that the reservoir was not lock into place. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.